Event description:
It was reported that an external fluid leak was observed from the cracked deaeration chamber of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the set deaeration chamber was cracked, which allowed the reported leakage. White marks were visible on both sides of the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. A nonconformance record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.